Manufacturer narrative:
Root cause: user error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin and experienced a blood glucose (bg) level of 52 mg/dl. The bg level was addressed by consuming glucose tablets and chocolate. Reportedly, customer continued to use the pump for insulin therapy.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (52 mg/dl). Reportedly, the customer miscalculated the bolus amount when delivering a bolus, and delivered more insulin than needed. Customer addressed low bg level with glucose tablets and chocolate.